Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, panic attack, varicella and tonsillectomy. (B)(6) 2008: exam: transabdominal and transvaginal pelvic ultrasound impression: sono graphically unremarkable pelvis and contents. Concurrent conditions included abdominal cramps, genital bleeding, pressure in vagina, bladder incontinence, urinary frequency, menstruation abnormal, painful intercourse, urinary incontinence, seasonal allergy, amenorrhea, herpes genital, fibromyalgia, gastroesophageal reflux disease, headache, shoulder pain, blood loss anemia, haemorrhage intraperitoneal, cystoscopy, peritoneal hematoma, cervicitis cystic, squamous cell metaplasia, cystourethroscopy and pelvic abscess. Concomitant products included clarithromycin (macrobid), ferrous sulfate, ibuprofen (motrin ib), nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (left side total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, stress urinary incontinence, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, stress urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2010: diagnosis: uterus/cervix: chronic cystic cervicitis with benign squamous metaplasia. Proliferative endometrium. Benign myometrium. Benign uterine serosa. Intrauterine device, gross diagnosis (see gross description).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, weight gain, fatigue ,menorrhagia, stress urinary incontinence, anxiety, depression. Lot number:629302 manufacture date:2009-01 expiration date: 2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two silver metallic coil-like devices embedded within the myometrium') and pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, panic attack, varicella, tonsillectomy, bladder incontinence, vaginal disorder, ovarian cyst, postmenopausal symptoms, vomiting and irritable bowel syndrome. (B)(6) 2008: exam: trans abdominal and transvaginal pelvic ultrasound impression: sono graphically unremarkable pelvis and contents. Concurrent conditions included abdominal cramps, genital bleeding, pressure in vagina, bladder incontinence, urinary frequency, menstruation abnormal, painful intercourse, urinary incontinence, seasonal allergy, amenorrhea, herpes genital, fibromyalgia, gastroesophageal reflux disease, headache, shoulder pain, blood loss anemia, haemorrhage intraperitoneal, cystoscopy, peritoneal hematoma, cervicitis cystic, squamous cell metaplasia, cystourethroscopy, pelvic abscess and overweight. Family history included breast cancer and hypertension. Concomitant products included clarithromycin (macrobid), ferrous sulfate, ibuprofen (motrin ib), nsaids since (B)(6) 2009, omeprazole (prilosec) from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psych injury"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and back pain ("pain: lower back area"). The patient was treated with ondansetron (zofran) and surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, dysmenorrhoea, dyspareunia, fatigue, weight increased, female sexual dysfunction and migraine outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, stress urinary incontinence, abdominal pain, nausea and vaginal discharge had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test patient received treatment for bleeding,psych injury. Current weight (B)(6) 2019: (B)(6) . Approximate weight at the time of essure placement (B)(6) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2010: diagnosis: uterus/cervix: 1. Chronic cystic cervicitis with benign squamous metaplasia. 2. Proliferative endometrium. 3. Benign myometrium. 4. Benign uterine serosa. 5. Intrauterine device, gross diagnosis (see gross description).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, weight gain, fatigue ,menorrhagia, stress urinary incontinence, anxiety, depression. Lot number:629302 manufacture date:2009-01 expiration date: 2012-01 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded and partial expulsion of device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for vaginal bleeding and vaginal discharge added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, panic attack, varicella and tonsillectomy. (B)(6) 2008: exam: trans abdominal and transvaginal pelvic ultrasound impression: sono graphically unremarkable pelvis and contents. Concurrent conditions included abdominal cramps, genital bleeding, pressure in vagina, bladder incontinence, urinary frequency, menstruation abnormal, painful intercourse, urinary incontinence, seasonal allergy, amenorrhea, herpes genital, fibromyalgia, gastroesophageal reflux disease, headache, shoulder pain, blood loss anemia, haemorrhage intraperitoneal, cystoscopy, hematoma evacuation, chronic cervicitis, squamous cell metaplasia, cystourethroscopy and pelvic abscess. Concomitant products included clarithromycin (macrobid), ferrous sulfate, ibuprofen (motrin ib), nsaids since (B)(6) 2009, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (left side total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, stress urinary incontinence, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, stress urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008. Discrepancy noted in hsg as per previous version, hsg results were provided, however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2010: diagnosis: uterus/cervix: chronic cystic cervicitis with benign squamous metaplasia. Proliferative endometrium. Benign myometrium. Benign uterine serosa. Intrauterine device, gross diagnosis (see gross description). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, weight gain, fatigue, menorrhagia, stress urinary incontinence, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr received: previous event ¿pelvic pain¿ outcome updated. New events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight gain / loss specify which one: weight gain. Lot number, removal details, new reporters, plaintiffs information, concomitant conditions, drugs, historical conditions and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two silver metallic coil-like devices embedded within the myometrium') and pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no: 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, panic attack, varicella, tonsillectomy, bladder incontinence, vaginal disorder nos, ovarian cyst and postmenopausal symptoms. On (B)(6) 2008: exam: trans abdominal and transvaginal pelvic ultrasound impression: sono graphically unremarkable pelvis and contents. Concurrent conditions included abdominal cramps, genital bleeding, pressure in vagina, bladder incontinence, urinary frequency, menstruation abnormal, painful intercourse, urinary incontinence, seasonal allergy, amenorrhea, herpes genital, fibromyalgia, gastroesophageal reflux disease, headache, shoulder pain, blood loss anemia, haemorrhage intraperitoneal, cystoscopy, peritoneal hematoma, cervicitis cystic, squamous cell metaplasia, cystourethroscopy, pelvic abscess and overweight. Concomitant products included clarithromycin (macrobid), ferrous sulfate, ibuprofen (motrin ib), nsaids since on (B)(6)2009, omeprazole (prilosec) from on (B)(6) 2010 to on (B)(6) 2011, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen) since on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psych injury"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and back pain ("pain: lower back area"). The patient was treated with ondansetron (zofran) and surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure was removed on (B)(6)2010. At the time of the report, the embedded device, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased, female sexual dysfunction, migraine and vaginal discharge outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, depression, anxiety, stress urinary incontinence, abdominal pain and nausea had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: on (B)(6) 2009, on (B)(6)2008. Discrepancy noted in hsg as per previous version, hsg results were provided, however, the current version states that ¿the patient did not undergo essure confirmation test patient received treatment for bleeding, psych injury. Current weight on (B)(6) 2019: 165lbs. Approximate weight at the time of essure placement 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram: on an unknown date: confirmed that the essure device was successfully occluded. Pathology test: on (B)(6) 2010: diagnosis: uterus/cervix: 1. Chronic cystic cervicitis with benign squamous metaplasia. 2. Proliferative endometrium. 3. Benign myometrium. 4. Benign uterine serosa. 5. Intrauterine device, gross diagnosis (see gross description). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, weight gain, fatigue ,menorrhagia, stress urinary incontinence, anxiety, depression. Lot number:629302, manufacture date:2009-01, expiration date: 2012-01. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded and partial expulsion of device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: event per mr: there are two silver metallic coil-like devices embedded within the myometrium was added on 18-dec-2019: medical records received. No new clinical information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, panic attack, varicella and tonsillectomy. (B)(6) 2008: exam: trans abdominal and transvaginal pelvic ultrasound impression: sono graphically unremarkable pelvis and contents. Concurrent conditions included abdominal cramps, genital bleeding, pressure in vagina, bladder incontinence, urinary frequency, menstruation abnormal, painful intercourse, urinary incontinence, seasonal allergy, amenorrhea, herpes genital, fibromyalgia, gastroesophageal reflux disease, headache, shoulder pain, blood loss anemia, haemorrhage intraperitoneal, cystoscopy, peritoneal hematoma, cervicitis cystic, squamous cell metaplasia, cystourethroscopy, pelvic abscess and overweight. Concomitant products included clarithromycin (macrobid), ferrous sulfate, ibuprofen (motrin ib), nsaids since (B)(6) 2009, omeprazole (prilosec) from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psych injury"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("pain: lower back area"). The patient was treated with ondansetron (zofran) and surgery (left side total hysterectomy (uterus and cervix removed) surgical removal of coil(s)/hysterectomy fu). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, depression, anxiety, stress urinary incontinence, abdominal pain and nausea had resolved, the vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased, female sexual dysfunction, migraine and vaginal discharge outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test patient received treatment for bleeding,psych injury. Current weight (B)(6) 2019: 165lbs. Approximate weight at the time of essure placement 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2010: diagnosis: uterus/cervix: 1. Chronic cystic cervicitis with benign squamous metaplasia. 2. Proliferative endometrium. 3. Benign myometrium. 4. Benign uterine serosa. 5. Intrauterine device, gross diagnosis (see gross description). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, weight gain, fatigue ,menorrhagia, stress urinary incontinence, anxiety, depression. Lot number:629302, manufacture date:2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. Events: apareunia (inability to have sexual intercourse), migraines / headaches, nausea, vaginal discharge, lower back pain. Event outcome was updated for the events: nausea, lower back pain, depression, anxiety. Reporter's information was added. Treatment drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus, panic attack, varicella and tonsillectomy. On (B)(6) 2008: exam: trans abdominal and transvaginal pelvic ultrasound impression: sono graphically unremarkable pelvis and contents. Concurrent conditions included abdominal cramps, genital bleeding, pressure in vagina, bladder incontinence, urinary frequency, menstruation abnormal, painful intercourse, urinary incontinence, seasonal allergy, amenorrhea, herpes genital, fibromyalgia, gastroesophageal reflux disease, headache, shoulder pain, blood loss anemia, haemorrhage intraperitoneal, cystoscopy, peritoneal hematoma, cervicitis cystic, squamous cell metaplasia, cystourethroscopy and pelvic abscess. Concomitant products included clarithromycin (macrobid), ferrous sulfate, ibuprofen (motrin ib), nsaids since (B)(6) 2009, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since(B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish / psych injury"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (left side total hysterectomy (uterus and cervix removed) surgical removal of coil(s)/hysterectomy fu). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, stress urinary incontinence and abdominal pain had resolved and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, stress urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: on (B)(6) 2009, (B)(6) 2008 discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test. Patient received treatment for bleeding,psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2010: diagnosis: uterus/cervix: 1. Chronic cystic cervicitis with benign squamous metaplasia. 2. Proliferative endometrium. 3. Benign myometrium. 4. Benign uterine serosa. 5. Intrauterine device, gross diagnosis (see gross description). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, weight gain, fatigue ,menorrhagia, stress urinary incontinence, anxiety, depression. Lot number:629302, manufacture date:2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new event abdominal pain, general abnormal bleeding added and event pelvic pain, menorrhagia, bladder or urinary problems or changes: stress urinary incontinence outcome updated to "recovered/resolved", essure removal date added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.